Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 115" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.